Event description:
The surgeon performed the reaming, using the patella planer. Metal pieces were occur. Until the surgeon notice it, the metal pieces had been crushed between planer and bushing. Fine metal pieces were scattered around the patella. Removed the metal pieces as much as possible and performed the lavage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices finds the items are in frequently used, worn state. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The provided product lot codes signify manufacture dates of october 2000, november 1998, and august 1996. The instruments are between 12 to 16 years old respectively. The root cause is wear out after years of use. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.